Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation on (B)(6) 2010 due to cystocele, rectocele and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection urinary/bowel problems and had other outcomes. The patient experienced exposed and infected mesh and underwent removal of mesh/revision on (B)(6) 2011. Due to anterior/posterior prolapse and incontinence, the patient underwent revision, the miniarc urethral sling was implanted on (B)(6) 2012. Both surgeries done by same surgeon. No additional information is provided at this time. (B)(4).